Event description:
The patient reported that the v-go fell off. The patient confirmed she wipes the area with alcohol and let it dry before wearing v-go. The patient indicated that this happened several times. The patient indicated that this happened while exercising because patient sweats a lot.

Manufacturer narrative:
The device was returned and evaluated. The evaluation result is as follows: one device was received and evaluated for the complaint regarding the device fell off event. Device #049378-a received and inspected; due to the adhesive foam pad used condition, the original adhesion properties could not be verified. The complaint about this device could not be confirmed.